Event description:
On 1/11/2024, it was reported by a sales representative via (B)(4) that an ar-6485 synergy cw4 arthroscopy pump shot up in pressure from 40-170 and would be manually brought down and then would jump again. The resolution details stated that the pressure increase was caused by an external source of the cartridge being full and swapping it out, which may have caused back pressure due to a full cartridge causing the fluctuation. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information: this was discovered during a rotator cuff repair procedure. The date of procedure is unknown. An arthroscopic lateral decubitus completed the case. The complaint pump was used as long as possible, but they had to switch machines due to it draining much fluid. There was no adverse effects on the patient due to the pressure malfunction reported.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error. According to the event description: "the resolution details stated that the pressure increase was caused by an external source of the cartridge being full and swapping it out, which may have caused back pressure due to a full cartridge causing the fluctuation." The complaint allegation was not confirmed. The customer's attached video does not provide clear evidence of the failure, as the change in the pressure from 40-170 on the device was not observed.